Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. However, two electronic photos were provided for review. The photo shows the small plastic protective tube and labeling information. Manufacturing review was performed and ¿plastic tube in the introducer¿ was verified. Visual inspection of the pictures showed a small plastic tube. Manufacturing processes indicated that this tube must be removed from the micro introducer before being placed in the packaging. Therefore, the investigation is confirmed for the reported plastic tube installed at the end of the introducer and identified components misassembled issue. The definitive root cause of this condition is related to manufacturing. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, there was a small plastic tube-like device allegedly installed at the end of the peel-able introducer. It was further reported that the little tube was very small and might have been missed and if it could have been installed with the peel-able introducer. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a preparation of port placement procedure, there was a small plastic tube-like device allegedly installed at the end of the peel-able introducer. It was further reported that the little tube was very small and might have been missed and if it could have been installed with the peel-able introducer. There was no patient contact.